Event description:
Ous MDR - at follow-up on (B)(6) 2016, the time to eri was at eight months. On (B)(6) 2016 the patient came to the outpatient pacemaker clinic with complaints of bradycardia, which was confirmed at 53 ppm. When this pacemaker was interrogated, it was found it has reached eri on (B)(6) 2016. There is concern for why the pacemaker did not maintain the programmed basic rate of 60 ppm. The patient is feeling well again after pacemaker exchange on (B)(6).

Manufacturer narrative:
The pacemaker first underwent a status interrogation, during which the device status eri was displayed. The pacemaker had been implanted for 78 months. The charge drawn from the battery was checked. The battery depletion proved to be as expected. In particular, it could be seen from the follow-up data that the pacing amplitudes were programmed higher on (B)(6) 2016, which resulted in a reduced remaining operating time. The drop in the pacing rate is a normal eri behavior. The pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification conforming behavior in regard to its device functions. In summary, the device state eri was as expected. There was no material or device defect.